Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 20's mg/dl. Reportedly, customer took a long lasting insulin injection, and in addition, resumed insulin delivery on pump. Customer required assistance from emergency medical technician to address bg via glucose gel. The customer was instructed to consult with healthcare provider regarding bg level.